Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery during manual prime. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 429 mg/dl. The customer treated with a manual injection. During troubleshooting, the customer had to change their infusion set twice and after changing the reservoir the insulin exited the tubing. The customer was advised that changing the reservoir resolved the problem. The customer was informed that the reservoir would be replaced, and to return the malfunctioning reservoir back for analysis.